Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: device migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a revision breast augmentation with two 275cc mentor memorygel breast implant prostheses and experienced bilateral device migration. Ultrasound performed on unspecified date indicated bilateral device migration. The diagnosis was confirmed based the ultrasound result. As a result, the patient underwent removal and replacement with unspecified breast implants on (B)(6) 2020. The date of implantation was estimated as (B)(6) 2019 based on available information. This report is for the right-sided prosthesis.

Manufacturer narrative:
On 13-jan-2020, the analysis was completed based off of a photo that was provided. Investigation summary : during visual evaluation of the picture, no apparent damage or visual anomalies were observed in the product. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 26-feb-2021, mentor received additional information regarding the patient's information and suspected medical device. The patient identifier is (B)(6). The suspected medical device was returned for evaluation. The relevant fields have been updated. On (B)(6)2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).